Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. The device reportedly got stuck in the artery and it was removed with some difficulty. Hemostasis was achieved with the starclose clip. The physician stated the angle of the device at the time of deployment was 90 degrees. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the clip had been deployed, consistent with the complaint description. Examination of the device yielded a failed pusher body to shaft nylon joint bond, a malfunction associated with manufacturing; an investigation has been initiated and is on going to determine the root cause. All four of the vessel locator wings were found to be bent. The malfunction may have contributed to the damaged condition of the vessel locator wings but cannot be confirmed. All other inspected components were normal for fully clip deployed device. A review of the lot history record (lhr) did not produce any information deemed relevant to this report. All combined facts did not produce a root cause for the bent wings.